Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt was admitted to the hospital for fainting, the pacemaker was interrogated and it was observed that the device switched in vvi mode. The device was explanted and returned for analysis. The physician complained that the battery was exhausted too fast and that "the estimated remaining life-time" (at previous follow ups) were too optimistic. Another pacemaker was implanted.